Manufacturer narrative:
Concomitant medical products: d284drg ICD, implanted (B)(6) 2012. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient went into polymorphic ventricular tachycardia (vt) chaotic rhythm with occasional drop-out which triggered right ventricular (rv) lead integrity alert (lia) for oversensing, undersensing, and elevated sensing integrity counter (sic). The patient needed to be externally rescued. The lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.